Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates fields: b5, g3, h2, h3, h4, h6 and h11. The device was returned to olympus for inspection, and the reported failure no images was confirmed due to scope connector circuit board failure. Based on the results of the investigation, it is likely due to damage or deterioration of parts, environmental problems like dust/dirt/humidity, optical problems, overheating problems, electrical problems like signal loss or open circuit. The most probable cause of this complaint is a random component failure without any design or manufacturing issue. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported, the bronchovideoscope, the image was not displaying. The event occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.